Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 01/17/2024, infutronix received a report that a pump had a flowrate issue causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no other complaints on this device. This complaint is being reopened for pump evaluation due to the device being received. The pump was tested with the testing protocol for infusion flow rate accuracy. The pump's event log was pulled as part of the investigation to highlight any irregularities that may highlight the pump malfunctioning. Upon review it was noted that there are 101 counts of the upstream occlusion code in the event log, which can be seen by the "e04" alarm code in the event log: the pump was set to run at a rate of 2.2 ml per hour and a vtbi of 100 ml.. The infusion was successfully completed and the initial bottle weight was recorded at 46.557 g before the infusion, and the final bottle weight was measured at 144.016g after the infusion, which has a total infusion weight of 97.459 g and a deviation of -2.541%. The pump is in range and is performing to specification, falling in the +- 4.5% range. The weights were taken on an and fx-500i scale with control # itv-eq-027 and calibration date (B)(6) 2024. The IV set used was an hs-008 set with lot # 2301005 and expiration date 02/01/2026. Upon further investigation there were no loose connections or components inside of the device. It was also noted that the plastic hook that holds the metal bar on the bottom of the pump housing is broken. Functional testing did not confirm the reported condition and was not duplicated during testing. Reported issue not found, device does not meet specification. This complaint has been reviewed, evaluated, and determined to be a part of CAPA.